Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one month follow-up, increased threshold measurements were noted on the right ventricular (rv) lead. As the issue persisted, micro-dislodgement was suspected. A revision procedure was performed and insulation damage was noted on the rv lead. Therefore, the rv lead was explanted and replaced. No additional adverse patient effects were reported.